Manufacturer narrative:
A ge oec svc rep investigated the issue and removed and replaced the defective system hard drive. It has also been shown in testing that improper system shutdown can lead to data loss (ge oec remediation plant is7). The system was tested and found to be functioning as intended and was released to the customer for use. The facility was unable to , or would not provide any pt info with respect to this issue. No negative pt effect resulted because of this malfunction.

Event description:
The ge oec 9900 fluoroscopy system lost a pts images when the system was powered back on following an unsuccessful dvd download.